Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
An ojeman cortical stimulator (ocs2) was in contact with a patient when the stimulation stopped. It is unknown whether there was any patient injury involved with this complaint. The event did not lead to an increase in the surgery time. Additional information has been requested.